Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿ok¿ and contrast buttons were under responsive. It was reported that the keypad cover was undamaged and no delivery issues was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up with auditory and vibratory features. The contrast button responded intermittently. Removal of the keypad cover found contamination under the contrast button contact. In addition, the bolus button was unresponsive and contamination was found under the bolus button cover. The reported button tactile issue was duplicated in the investigation. Unrelated to the button issue, it was observed that the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.